Manufacturer narrative:
The device was returned for analysis. The out of sequence was confirmed by the posterior cuff tabs were noted to be bent as expected. The posterior needle tip was ejected from the posterior needle shank with no damages noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the physician accidentally pulled the plunger before depressing it for both devices, which is out of sequence for device deployment. It should be noted that the perclose prostyle instructions for use, states: ¿¿depress the plunger with the right thumb (in the direction marked 2) until the black collar on the plunger meets the blue body¿¿ the reported difficulty and subsequent treatment is due to user error. Based on the reported information, the physician inadvertently operated the device out of order. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number..

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with two prostyle devices after a pulmonary vein isolation electrophysiology interventional procedure using a small bore sheath. Reportedly, the physician accidentally pulled the plunger before depressing it for both devices [failure to follow steps]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.